Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned and images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural and/or pt factors contributed to this event. See scanned page.

Event description:
It was reported that approx 2 years after implantation of a vena cava filter during the scheduled retrieval, a filter limb became detached in the ivc and a filter limb was noted to extend beyond the ivc wall. The filter and filter limb were retrieved with a snare device. There was no reported pt injury.